Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient was hospitalized and required adult services. There was no further information provided regarding this hospitalization event. The pod was not worn.